Manufacturer narrative:
The tech replaced the brake and steer casters to repair the bed.

Event description:
Info rec'd indicates the brake casters do not holding when in brake. The casters pop out of the brake set position if the bed is pushed.